Event description:
The customer reported that during a myomectomy, a piece of the active waveguide disengaged from the dissector and fell into the pt cavity while working on uterine tissue. The piece was retrieved by the surgeon. There was no reported pt injury or bleeding. The surgeon completed the procedure using a ligasure device.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.